Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited air/water cylinder and air/water tube had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The legal manufacturer was able to confirm that the customer's reprocessing steps were not deviated from the instructions for use. Based on the results of the investigation, the foreign material observed in the air/water cylinder and air/water tube was unable to be identified. Furthermore, physical damage was not found at the foreign material residue points. Therefore, the root cause of the reported events is unable to determined. The event can be detected/prevented by following the instructions for use (IFU) which state: -detection methods are written in instructions for use: gif-180 series operation manual: chapter 3 preparation and inspection. -prevention measures are written in instructions for use: gif-180 series reprocessing manual: chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.